Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hypoglycemic event requiring medical intervention, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that she was transported to the hospital due to the hypoglycemic event; however, would not provide details. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia; however a root cause for the reported events cannot be determined.